Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the distal tip was intact but the main coil was severely stretched and was returned detached and broken. In addition, the suture was damaged. Functional testing was not completed because the reported defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. The device was returned for analysis and the main coil was found broken, stretched, had suture damage and prematurely detached. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the coil damage and eventually detached when trying to remove . This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore an assignable cause of procedural factors will be assigned to the reported issue.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached in the catheter while inside the patient. The pre-detached coil segment was removed with successfully with a stent, causing a two hour delay in the procedure. The procedure was completed successfully. There were no known clinical consequences to the patient reported.

Manufacturer narrative:
Device evaluated by MFR: not received.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached in the catheter while inside the patient. The pre-detached coil segment was removed with successfully with a stent, causing a two hour delay in the procedure. The procedure was completed successfully. There were no known clinical consequences to the patient reported.